Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. The product was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this implantable cardiac monitor showed loss of capture (loc) upon it's explant procedure, specifically while the cautery tool was being used. This was noted even though pacing spikes were clearly seen. Technical services reviewed this case and discussed the purpose of the defibrillation detect circuit which was likely being applied with the cautery in use. The patient suffered more than 3 seconds of asystole as a result of this issue. This device was successfully explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardiac monitor showed loss of capture (loc) upon it's explant procedure, specifically while the cautery tool was being used. This was noted even though pacing spikes were clearly seen. Technical services reviewed this case and discussed the purpose of the defibrillation detect circuit which was likely being applied with the cautery in use. The patient suffered more than 3 seconds of asystole as a result of this issue. This device was successfully explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.